Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat, requiring non-healthcare professional (husband) administration of orange juice for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a seizure and was unable to self-treat, requiring non-healthcare professional (husband) administration of orange juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, which pointed to a early removal the sensor by the user. No abnormalities were observed with the sensors data. Therefore, this issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.